Manufacturer narrative:
The date of event/therapy date was sometime in (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette had a discoloration at the top. The patient primed the lines for therapy and then they noticed that after the line was primed, there was some black discoloration at the top of the patient line. The patient further explained that the quarter inch at the top of the line was a "blackish color". The patient removed all of the supplies and started therapy over with a new set up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The solution bags received with the complaint sample were used in the device-device interaction testing. The reported condition was verified. Product did not meet specification relative to the reported issue. The cause of the reported occurrence was determined to be loose particulate matter in the fluid path (black residue inside of the patient line tubing / luer) which was identified during visual inspection. The cause is the result of overheating during the welding process (manufacturing related). Should additional relevant information become available, a supplemental report will be submitted.